Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection was performed on the product. The suture and anchors were returned detached from the device. T1 is partially severed. The depth limiter button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was conducted. The actuator tip functioned as designed. An analysis of the enclosed image shows the distal portion of a fast fix device. The suture and anchors are visible and are detached from the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor raw material found that the storage requirements, material specifications, and material tests were appropriately documented and a certificate of analysis is required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
B5, h6.

Event description:
It was report that during meniscus repair the fast-fix 360 curved t1 anchor broke inside the patient. There was a s+n backup device available and no surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and anchors were returned detached from the device. T1 is partially severed. The depth limiter button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was conducted. The actuator tip functioned as designed. An analysis of the enclosed image shows the distal portion of a fast fix device. The suture and anchors are visible and are detached from the device. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the anchor raw material found that the storage requirements, material specifications, and material tests were appropriately documented and a certificate of analysis is required for raw material. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. No containment or corrective actions are recommended at this time.

Event description:
It was report that during meniscus repair the fast-fix 360 curved t1 anchor broke inside the patient. There was a s+n backup device available and no delay or complications reported. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was report that the fast-fix 360 curved t1 anchor broke. There was backup device available and no delay or complications reported. It is unknown if the event happened during a procedure.